Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to the battery compartment and screen of the insulin pump, loss of communication between insulin pump and transmitter. Customer also informed that the battery cap was not staying in the place. The customer reported no adverse event. The event involved product(s) mmt-1780kl, mmt-7020a, mmt-7811na. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1780kl. No product return is required for mmt-7020a. No product return is required for mmt-7811na.

Manufacturer narrative:
The pump passed the and self-test. Test p-cap locks properly into the reservoir compartment. Test guardian link transmitter pairs successfully to pump. Sensor pairs successfully with pump and transmitter. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: cracked case, scratched case, cracked keypad overlay, stained keypad overlay, broken battery tube threads, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. No com pump to xmtr was not confirmed during testing. Cosmetic damage was confirmed at the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.